Event description:
It was reported the stapler did not staple or cut at all because the anvilslipped out when the device was fired during a laparoscopic sigma procedure. Another stapler completed no consequence to the pt.